Manufacturer narrative:
Concomitant medical products: 02-010-01-0230 - logic femoral ps cem left sz 3; 02-012-45-3020 - lgc tibial fit tray cem sz 3f / 2t; 02-012-35-3009 - logic tibia ps mod insrt sz 3 9mm; 99 -femoral; 999 - patellar. No device return anticipated. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via clinical study, exactech knee replacement study, that a 68 yo caucasian female, who underwent initial knee replacement on the right side on (B)(6) 2017 for the primary diagnosis of osteoarthritis, had an anterior proximal tibial crack with the tibial peg impaction. The case report form indicates this event is definitely not related to devices, and definitely related to the procedure. Outcome indicates resolved on (B)(6) 2017.

Manufacturer narrative:
H2: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the intraoperative bone fracture cannot be established. The most likely cause of the reported event could be related to the patient¿s condition and or surgical technique. The patient has comorbidities of hypertension, diabetes mellitus (insulin dependent not available), and a former smoker. Post-menopausal caucasian females have the highest risk of osteopenia and diabetes is known to be a cause of high risk for bone fracture.